Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years eight months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for rapid paroxysmal atrial fibrillation and treated medically. Transesophageal echocardiogram (tee) was performed and showed no thrombus of the left or right atria, but the aortic valve images noted a mobile echo density likely on the right coronary cusp leaflet. No significant regurgitation was observed. The patient was afebrile. Labs were drawn including blood, sputum, and urine cultures. Blood and sputum cultures were negative; however, urine cultures were positive for klebsiella pneumoniae. Subsequently, the patient was started on intravenous antibiotics. The patient continued to have no fever, chills, or white blood cell elevation. Infectious disease was consulted for a possible culture negative endocarditis, in which additional medications were recommended along with the continuation of anticoagulation. Cardiothoracic surgery was consulted and recommended continued anticoagulation, antibiotics, and a repeat echocardiogram. The tee was repeated approximately two months later. No additional adverse patient effects were reported. Additional information was received from the patient's family to report the patient had been living with family on a hospice care plan after chronic heart failure, chronic atrial fibrillation, and severe aortic stenosis not amenable to treatment prior to death. The patient's death occurred approximately seven years, three months following valve implant. An autopsy was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that chronic, end-stage congestive heart failure preceded the patient¿s death.

Event description:
Additional information received indicated that 7 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). The chf was noted to be a pre-existing patient condition prior to this instance. An echocardiogram was performed for the heart failure exacerbation. The imaging of the aortic valve was not well visualized but did identify severe stenosis by the significantly elevated gradients. The peak systolic velocity read as 435 centimeters per second (cm/sec), with a mean systolic gradient of 52 millimeters of mercury (mmhg) and mild regurgitation. Other findings included a left ventricle ejection fraction (lvef) of 50¿55%, a right ventricular systolic function that was reduced, and a systolic pressure within the normal range. No reintervention was provided due to the patient not being amenable to procedures. The stenosis was ongoing. Per the physician, the stenosis was related to the valve. No additional adverse patient effects were reported. Additional information received indicated this patient had encountered previous heart failure events. Approximately 3 years and 8 months following the valve implant congestive heart failure (chf) had occurred. Approximately 6 years and 8 months acute on chronic diastolic chf occurred. An exacerbation of acute on chronic chf episode occurred again 2 months later and again twice in the following 2 consecutive months thereafter. The physician indicated that these previous heart failure episodes were not related to the transcatheter valve itself. However, the specific causes and treatments of these chf episodes were not provided. The 7-year transthoracic echocardiogram (tte) noted both mild transvalvular regurgitation and mild paravalvular leak (pvl) which led to mild total aortic prosthetic regurgitation. This presented along with the chf hospitalization the patient was discharged 5 days following this recent previous admission. Approximately 9 days following the hospital discharge, the patient presented to the emergency room due to shortness of breath. Chronic hf with a preserved ejection fraction was reported. There was no increase in feet swelling and the patient¿s weight was going down. The chest x-ray was the same as the last recent hospital discharge 5 days earlier. The creatinine measured in normal range but the b-type natriuretic peptide measurement increased and measured 10,002 picograms per milliliter (pg/ml). One dose of an intravenous diuretic administered. The emergency physician consulted with cardiology who indicated the patient was preload dependent. Therefore, as reported, it was difficult to increase the diuretics and noted ¿significant¿ stenosis of the aortic valve. The patient continued with dnr (do not resuscitate) no code status. Palliative care and/or hospice was recommended. Supportive care consulted with the patient and family and referral to hospice was made. The patient was discharged home with no hospital admission from the emergency room visit. The patient was to follow-up with cardiology and was under hospice care. This chf episode was reported to have resolved on the same day as presentation with permanent sequelae. Additional information was received to report medications administered during the patient's hospitalizations which included a diuretic (intravenous and oral), a mineralocorticoid receptor antagonist, a salicylate, an antibiotic, a beta blocker, a cardiac glycoside, and a calcium-channel blocker via intravenous drip. Additional information was received which indicated that the patient died 7 days later under home hospice following chronic heart failure, chronic atrial fibrillation, and the severe aortic stenosis not amenable to treatment. The death type was reported as cardiac. The physician indicated it was unknown if the death was related to the transcatheter valve. Additional information noted the physician reported the was history of congestive heart failure (chf) and atrial fibrillation that started approximately 3 years prior to the death. The physician indicated the previous episodes of heart failure stemmed from the atrial fibrillation with rapid ventricular response and the difficulty to control this. This did coincide with the history that chf and atrial fibrillation began at the same timepoint. The physician did not feel these episodes were related to the valve as there was no noted severe aortic stenosis or regurgitation during those previous events. The congestive heart failure (chf) that occurred prior to the death resulted in rapid decline. There was no official cause of death on the death certificate. However, the physician felt the death was due to heart failure and severe aortic stenosis.

Manufacturer narrative:
Medtronic has identified a duplicate event with associated reports #2025587-2024-03453. Going forward, any new reportable information will be captured in regulatory report#2025587-2024-03983. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years eight months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for rapid paroxysmal atrial fibrillation and treated medically. Transesophageal echocardiogram (tee) was performed and showed no thrombus of the left or right atria, but the aortic valve images noted a mobile echo density likely on the right coronary cusp leaflet. No significant regurgitation was observed. The patient was afebrile. Labs were drawn including blood, sputum, and urine cultures. Blood and sputum cultures were negative; however, urine cultures were positive for klebsiella pneumoniae. Subsequently, the patient was started on intravenous antibiotics. The patient continued to have no fever, chills, or white blood cell elevation. Infectious disease was consulted for a possible culture negative endocarditis, in which additional medications were recommended along with the continuation of anticoagulation. Cardiothoracic surgery was consulted and recommended continued anticoagulation, antibiotics, and a repeat echocardiogram. The tee was repeated approximately two months later. No additional adverse patient effects were reported. Additional information was received from the patient's family to report the patient had been living with family on a hospice care plan after chronic heart failure, chronic atrial fibrillation, and severe aortic stenosis not amenable to treatment prior to death. The patient's death occurred approximately seven years, three months following valve implant. An autopsy was not performed. Additional information received indicated that 7 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). The chf was noted to be a pre-existing patient condition prior to this instance. An echocardiogram was performed for the heart failure exacerbation. The imaging of the aortic valve was not well visualized but did identify severe stenosis by the significantly elevated gradients. The peak systolic velocity read as 435 centimeters per second (cm/sec), with a mean systolic gradient of 52 millimeters of mercury (mmhg) and mild regurgitation. Other findings included a left ventricle ejection fraction (lvef) of 50¿55%, a right ventricular systolic function that was reduced, and a systolic pressure within the normal range. No reintervention was provided due to the patient not being amenable to procedures. The stenosis was ongoing. Per the physician, the stenosis was related to the valve. No additional adverse patient effects were reported. Additional information received indicated this patient had encountered previous heart failure events. Approximately 3 years and 8 months following the valve implant congestive heart failure (chf) had occurred. Approximately 6 years and 8 months acute on chronic diastolic chf occurred. An exacerbation of acute on chronic chf episode occurred again 2 months later and again twice in the following 2 consecutive months thereafter. The physician indicated that these previous heart failure episodes were not related to the transcatheter valve itself. However, the specific causes and treatments of these chf episodes were not provided. The 7-year transthoracic echocardiogram (tte) noted both mild transvalvular regurgitation and mild paravalvular leak (pvl) which led to mild total aortic prosthetic regurgitation. This presented along with the chf hospitalization the patient was discharged 5 days following this recent previous admission. Approximately 9 days following the hospital discharge, the patient presented to the emergency room due to shortness of breath. Chronic hf with a preserved ejection fraction was reported. There was no increase in feet swelling and the patient¿s weight was going down. The chest x-ray was the same as the last recent hospital discharge 5 days earlier. The creatinine measured in normal range but the b-type natriuretic peptide measurement increased and measured 10,002 picograms per milliliter (pg/ml). One dose of anintravenous diuretic administered. The emergency physician consulted with cardiology who indicated the patient was preload dependent. Therefore, as reported, it was difficult to increase the diuretics and noted ¿significant¿ stenosis of the aortic valve. The patient continued with dnr (do not resuscitate) no code status. Palliative care and/or hospice was recommended. Supportive care consulted with the patient and family and referral to hospice was made. The patient was discharged home with no hospital admission from the emergency room visit. The patient was to follow-up with cardiology and was under hospice care. This chf episode was reported to have resolved on the same day as presentation with permanent sequelae. Additional information was received to report medications administered during the patient's hospitalizations which included a diruetic (intravenous and oral), a mineralocorticoid receptor antagonist, a salicylate, an antibiotic, a beta blocker, a cardiac glycoside, and a calcium-channel blocker via intravenous drip. Additional information was received which indicated that the patient died 7 days later under home hospice following chronic heart failure, chronic atrial fibrillation, and the severe aortic stenosis not amenable to treatment. The death type was reported as cardiac. The physician indicated it was unknown if the death was related to the transcatheter valve. Additional information noted the physician reported the was history of congestive heart failure (chf) and atrial fibrillation that started approximately 3 years prior to the death. The physician indicated the previous episodes of heart failure stemmed from the atrial fibrillation with rapid ventricular response and the difficulty to control this. This did coincide with the history that chf and atrial fibrillation began at the same timepoint. The physician did not feel these episodes were related to the valve as there was no noted severe aortic stenosis or regurgitation during those previous events. The congestive heart failure (chf) that occurred prior to the death resulted in rapid decline. There was no official cause of death on the death certificate. However, the physician felt the death was due to heart failure and severe aortic stenosis. Additional information received clarified that chronic, end-stage congestive heart failure preceded the patient¿s death.